Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was not detected on the bus and was unable to recover. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was not detected on the bus. A field service engineer (fse) suggested the escort to perform a recovery, but the cubie pocket was missing and therefore b1 was not detected on the bus. Fse then suggested the escort to insert cubie in the space and confirmed that the failure was recovered. Fse then logged into the system, performed a hardware test application and rebooted the system. The system functioned as intended after the field service engineer had repaired the device.